Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 3.7 (repeat 3.4) / 2.7. No treatment was given to the patient. The device was replaced and requested to be returned for evaluation.